Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm approximately 14 months ago. The aortic neck was 32 to 33 mm in diameter and severely angulated at 75 to 80 degrees but without calcification or thrombus. The vessel morphology at the time of implant was not reported. The patient has a history of pacemaker implantation and was not an open-surgery candidate. It was reported that after the talent bifurcated stent graft was implanted, the graft was positioned somewhat crooked due to the aortic neck angulation, and consequently, there was some loss of seal on one side of the neck; however, no endoleak was evident. The patient returned for the 1 year follow-up, and a proximal type I endoleak was identified. The physician elected to implant a 36 mm talent cuff, which successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). Results - endoleak; severe aortic neck angulation; use of the device in an anatomy with a severely angulated aortic neck. Conclusion - severe aortic neck angulation; use of the device in an anatomy with a severely angulated aortic neck.